Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, channel b of the device was programmed for delivery of lipids, at a rate of 0.6 ml/hr, with a 4.2 ml vtbi (volume to be infused) and the delivery was started. The nurse reported a check cassette alarm occurred that was resolved by reseating the tubing set and the delivery was resumed. The customer contact reported a 33ml container size and the tubing set was primed with 14ml. After approx 5 minutes, the nurse noted that the container was empty. It was reported, there was air in the tubing set proximal to the device; however, the display indicated 0.03ml volume infused. The delivery on channel b was stopped. The physician was notified. The lipids were ordered to be held for 24 hours. The customer contact reported channel a was being used at the time of the event to deliver an unspecified fluid without issue; therefore, the device remained in clinical use. There was no reported change in pt status. No medical interventions were required. Following the event, the nurse did report the volume in the container "felt less than usual" prior to starting the delivery. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the mfg facility. A review of the history indicated on (B)(6) 2010 at 1528, the device was programmed for basic delivery on channel b of lipids (2.6-5kg), at a rate of 0.6ml/hr, for a duration of 7hrs, with a 4.2ml vtbi, the program was confirmed, the infusion was started and a check cassette alarm occurred, silenced and the cassette ejected. At 1529, the program was confirmed, started and a check cassette alarm occurred. The history indicated the cassette was automatically loaded, the check cassette alarm was cleared, the delivery was started, stopped, standby mode was entered and cancelled. At 1531, the delivery on channel b was resumed. At 1535, the delivery on channel b was stopped and a 0.039ml amount infused is indicated. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).